Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml unknown morphine at a dose of 3.310 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the pump had eroded and actually ruptured the skin. The patient had lost weight and the pump had eroded through the skin in the pocket. The hcp was switching to a 20 ml pump and the pump pocket was moved. The catheter was revised to give more length due to moving the pump pocket. The erosion was at the pocket. It was unknown if infection was confirmed. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.